Manufacturer narrative:
The device was returned as part of the asset return process and it was found that the nozzle was clogged with foreign material, additional findings were as follows: due to wear of scope cover packing, water tightness was lost; control unit had discoloration; grip had discoloration; switch box had discoloration; right/left knob had discoloration; up/down knob had discoloration; forceps elevator (fe) lever had discoloration; scope cover had discoloration; due to a crack on objective lens, the image had dark area partially; due to damage on charged coupled device unit, the image had white dots; due to clogging of nozzle, water removal ability, air supply volume, and water supply volume did not meet the standard value; due to wear of angle wire, bending angle in left direction did not meet the standard value; plastic distal end cover had a crack; the nozzle was clogged; objective lens had a crack; adhesive on bending section cover had wear; connecting tube had buckling; light guide (lg) lens had a crack; lg cover glass had discoloration; lg connector had discoloration; and video connector had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle was clogged with foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak in the scope cover. It was also noted, the foreign material could not be identified this event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.